Event description:
The patient was implanted with a left ventricular assist device. It was reported by the vad coordinator that the patient was experiencing lost blood pressure and heart rhythm, as seen on the electrocardiogram. The hospital bedside staff reported that they saw no changes in pump parameters. The hospital team stopped the pump to facilitate CPR and advanced cardiac life support (acls). The system controller was also changed out and the pump started. The log file was reviewed which showed low flow, speed drops and lower blood pressure and a pump stop. Acls was then terminated and patient pronounced dead. It was later learned that the patient had massive sepsis, vasodilated out and had no flow.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.